Event description:
The steffe plates and pedicle screws were put in rptr's back and have given him pain ever since. He is losing the feeling in his legs and cannot control his bowels or urination at this time. Rptr needs device taken out but does not have the money at this time.